Event description:
It was reported that during a colectomy procedure, at the third firing of the device, some staples on the middle part of the cartridge were not formed properly. Additional suture was performed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.